Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Device analysis confirmed that the device did not charge efficiently with the original device battery. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis results were consistent with the device battery causing the excessive charge time. Based on the destructive analysis of the battery, no internal battery shorting occurred. Lithium-severing was observed leading to the excessive charge time and charge circuit timeout. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was returned to the manufacturer after being removed and replaced for normal generator change/upgrade. The ICD subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.